Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing confirmed the inside of the light guide lens was dirty due to a gap of the adhesive on the distal end. Inspection and testing also found foreign material on the forceps elevator due to insufficient cleaning. In addition to the above, service found the adhesive on the bending section cover was worn, the bending section was worn, the coating of the insertion section was peeling due to handling issues, the insertion tube was deformed, there was a crease on the insertion tube, the suction tube and switch were scratched, the cord was damaged, the angle wires were stretched causing reduced angulation, there were black spots in the image, and the plastic distal end cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During receipt inspection at an olympus facility, the inside of the light guide lens on the scope was found to be dirty. The subject device is a demonstration device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct d5 and d9. Correction to d5 of the initial medwatch. Operator of device is healthcare professional. Correction to d9 of the initial medwatch. The date returned to manufacturer should be 10-feb-2022 (utc). The device was returned to olympus for inspection, and reportable malfunction was/was not confirmed. Additionally, the repair center found the following. The bending section rubber glue scratched and worn. Coating at insertion section was peeled. Insertion section was scratched and wrinkled. Suction cylinder was shaved. Swith1 keytop was scratched. Universal cord was scratched. Angulation range was failed to meet the specifications. Black dot was in image. Plastic cover was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.